Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, preventing the user from turning the pump on during alarms and requiring repeated attempts after waiting, consistent with a hardware issue of an unresponsive key or button and implicating the switch/relay component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive button and implicated the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.